Event description:
It was reported that bd phaseal¿ injector luer lock n35j had foreign matter. This was discovered during use. The following information was provided by the initial reporter: when preparing abraxane, grey fm like coring was confirmed. The sales rep commented the customer prepared drug as follows. Connected p120 to the vial with assembly fixture. Injected spike needle vertically to 100ml of saline bottle. Prepared 2 injector syringes. Connected injector syringe to the spike and drew 20ml of saline and dissolved abraxane in the vial. Drew all the saline in the bottle with another injector and returned air(margin of error) into the saline bottle.

Manufacturer narrative:
H.6. Investigation: one injector connected to a syringe along with a protector attached to the vial was returned to our quality for investigation. The product was visually inspected, no defects or damage observed on the injector or injector membrane, however, a grey particle was observed inside the vial. Characterization testing was performed and determined to be rubber from the vial stopper. A device history review was performed for reported lot 1907112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Fragmentation testing was reviewed for the reported lot and results were found to be acceptable. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a definitive root cause at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j had foreign matter. This was discovered during use. The following information was provided by the initial reporter: when preparing abraxane, grey fm like coring was confirmed. The sales rep commented the customer prepared drug as follows. Connected p120 to the vial with assembly fixture. Injected spike needle vertically to 100 ml of saline bottle. Prepared 2 injector syringes. Connected injector syringe to the spike and drew 20 ml of saline and dissolved abraxane in the vial. Drew all the saline in the bottle with another injector and returned air (margin of error) into the saline bottle.